Manufacturer narrative:
Maquet was not able to evaluate the device that failed. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the spring arm covers (during installation or maintenance) or detachment of the covers due to repeated collisions. Additionally the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The power led series yearly maintenance program includes a verification of any loose covers and caps on the spring arm. The customer placed the metal part that fell off into quarantine, pending replacement.

Event description:
The customer reported that a metal piece detached from the spring arm and fell in the operating field , during a surgery. There was no injury reported. (B)(4).